Event description:
Additional information received indicated the device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the device reached end of service (eos) voltage level faster than expected. The physician alleged premature battery depletion. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.